Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h6: part: 314.116, lot: 28p9777, manufacturing site: hägendorf, release to warehouse date: 02-december-2019. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The product was not returned to medtech orthopedics; however, photos were received for review. The device associated with this report was not returned to medtech orthopedics for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of (unable to assemble/disassemble (2+ devices), loose). Functionality and device interaction issues cannot be evaluated through a photo investigation. From the above photo we can confirm that the device was stripped. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025. When mounting the 3.5 cortical screws, it was difficult because there was no presfit between the tip of the screwdriver and the recess in the screw head; this caused the screw to easily come loose from the tip. There was no further inconvenience. Procedure was completed successfully with a five-minute delay.